Event description:
A report was received that the patient's ipg was replaced due to being completely dead. The leads were also replaced as they had migrated down and were wrapped around the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.